Event description:
It was reported that a customer using the ilet bionic pancreas sought assistance on meal announcing and had been announcing meals based on blood glucose rather than carbohydrate amount, with reports of low glucose after breakfast and an episode about a month prior in which the customer ate breakfast, napped, and subsequently lost consciousness without seeking emergency care. Symptoms included hypoglycemia with glucose reportedly as low as 30¿40 mg/dl and as low as 50 mg/dl after breakfast. Outcomes included no described lasting health consequences at the time of contact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device findings available, no specific medical device problem identified, and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.